Event description:
Customer reported leaky trocar valves. Unidentified trocar valved product samples were sent by the customer for leaky trocar valved product evaluation. There are no specific event details and patient information associated from the reporter regarding these samples.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Three opened trocar pouches, with a total of eight trocar, were received for the report of a leaking valved trocar. The returned samples were visually inspected. Set one; samples 1 and 2 were found to be conforming and sample 3 was found to be nonconforming for septum not sealing. Set two: sample 1 was found to be nonconforming with a damaged cannula. Sample 2 was found to be conforming. Set three: sample 1 was found to be nonconforming for a damaged septum and samples 2 and 3 were found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. It is unknown how or when the samples became damaged because they were returned opened. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).